Event description:
It was reported that during a da vinci-assisted surgical procedure, the vessel sealer extend (vse) instrument had an exposed blade. No fragment fell into the patient. Use of the instrument was discontinued, and it was replaced to the backup. The user completed the procedure and no known impact or patient consequence was reported. Isi followed up with the initial reporter and obtained the following additional information: the customer confirmed that no fragment was fallen into the patient. No report of fragments falling from the device while used within a patient. The patient has not returned to the hospital due to experiencing any post-surgical complications related to retention of foreign material.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the da vinci product to perform failure analysis. The vessel sealer extend instrument was analyzed and found to have a foreign particle lodged within the grips-tips. The foreign particle was removed from the grips using a tweezer. The particles appeared to be a piece of metal, possibly a clip. Visual inspection displayed no signs of physical damage to the grips-tips. The instrument was placed and driven on an in-house system. The instrument passed the recognition and engagement tests. The instrument moved intuitively with full range of motion in all directions. The grips opened and closed properly. The instrument cut and sealed without any issues on 2 of 2 attempts. The complaint regarding the exposed blade was confirmed by failure analysis.

Manufacturer narrative:
Correction to section d: primary product batch/lot number was updated to "k10230810 0141". Primary product UDI was updated to (B)(4).

Event description:
Refer to h11 for follow-up information.